Event description:
Consumer reported around 10-12 years ago the patient was at high doses with minimal benefit and pump malfunction was suspected. Roller studies and myelogram were done and found to be normal. Eventually the decision was made to wean the pump down and turn it off. The patient was re-trialed in fall 2014 with 50mcg and did not respond. The patient was trialed again in (B)(6) 2015 with 100mcg and had a successful screening trial. The pump and catheter were explanted. There was a portion of the catheter left in the flank that would not come out when pulled on. There was no indication as to why it would not come out. There was no catheter left in the intrathecal space. The implanted pump was sitting partially on top of the patients rib cage. When the pocket was opened, the catheter was scarred down between the rib and edge of the pump. The catheter was completely flattened. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient recovered without sequela. It was further reported it was not determined what the problem was 10-12 years ago. The drug being delivered via the device system was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8627-18, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The battery was completely dead, so an interrogation was not possible to confirm drug information. Analysis of the catheter, model# 8709, lot# j11013r34, found a hole caused by deep abrasion, a hole/catheter tear due to the metal pin of the pump connector poking, and a broke connector suture ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11013r34, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).